Event description:
The pt used the suspect device to check their blood glucose and had results in a normal range. They also had hypoglycemic symptoms. Pt was taken to the ER and their glucose was 50 mg/dl. Pt was given glucose and an IV. Pt was then admitted and kept overnight for observation. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.